Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that on (B)(6) 2017, during a patient use event, the device delivered one shock but did not deliver the second shock - there was connect pads cable inop message. The device delivered the third shock when the user manipulated the cable at the connector end. The biomed at the facility was unable to duplicate the failure to recognize the pads or paddles unless he wiggled the therapy cable connector end. The customer will be returning the device, therapy cable, and the paddles to the bench for evaluation. Patient death was reported.

Event description:
It was reported to philips that on (B)(6) 2017, during a patient use event, the device delivered one shock but did not deliver the second shock - there was connect pads cable inop message. The device delivered the third shock when the user manipulated the cable at the connector end. The biomed at the facility was unable to duplicate the failure to recognize the pads or paddles unless he wiggled the therapy cable connector end. The customer will be returning the device, therapy cable, and the paddles to the bench for evaluation. Patient death was reported. Philips has requested additional information related to this event. It is not yet known whether the customer believes that the device behavior impacted the patient outcome.

Manufacturer narrative:
Patient death was reported. The patient was an (B)(6) male found unresponsive with seizures and cardiac arrest. Two shocks were delivered to the patient. After the second shock, the patient rhythm was asystole, which is a non-shockable rhythm. The biomed engineer reported that the device behavior did not impact the patient's outcome.the biomed at the facility was unable to duplicate the failure to recognize the pads or paddles unless he wiggled the therapy cable connector end. The customer returned the device, the therapy cable, and the paddles to philips bench repair for evaluation on (B)(6)2017. The bench reported the issue was confirmed to be the therapy port was defective due to discoloration and pins broken inside connector and traced to a faulty patient connector assembly. The patient connector assembly was replaced and the device passed all performance assurance testing and was placed back in service this was a malfunction of the patient connector assembly. There is no indication of a systemic problem; no further investigation or action is warranted.